Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was not duplicated during testing. The device was tested by bench handling, power cycling, and functional stress testing, but the reported problem was not observed. Review of the device log did show the occurrence of compressor failure alarms. During internal inspection, the flow screens were observed to have debris and were replaced to reduce the probability of recurrence for the reported alarm. The device was recertified and returned to the customer. No emerging trend based on similar reports.